Event description:
Reason for check: patient (pt) in emergency department (ed), unresponsive initially. History of pt with having trouble with device 3 days ago. Pt. Discharged and then today pt was unresponsive in bedroom. A few times on monitor pt had runs of vt and almost had to do chest compressions. Pt's getting transferred to specialist that installed device tonight. Unable to measure lv thresholds in last 7 days. Lv output programmed monitor only. Unable to confirm lv capture on current egm. High rv threshold on (B)(6) 2023. 11 nsvt; most recent on (B)(6) 2023. Some episodes possibly more sustained with rates above/below detection zones at times and did not met criteria for therapies. Intermittent atrial under sensed beats. Intermittent ventricular over/under sensed beats. V-sensing episodes, most recent on (B)(6) 2023. Vt detection zone is on for rates>130bpm for 16 consecutive beats. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Ref reports: mw5152657, mw5152658.